Event description:
It was reported that a catheter was placed in a renal cyst for drainage treatment. It was noted resistance was encountered during withdrawal of this drainage catheter. Exertion against resistance resulted in the distal pigtail of the catheter detaching and remaining in the patient's kidney. No retrieval was attempted. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be forwarded at that time. A portion of this device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the device measured 25cm and a longitudinal fracture was noted through the 1st suture hole. A circumferential fracture was located approximately 9.5cm from the distal hub. A 0.5cm longitudinal fracture was noted through the 2nd drainage hole. The distal tip of the drainage catheter was detached and not returned. A lot search was performed and revealed no other complaints to date on this lot number. Additionally, a review of the device history report indicated this device met its specifications. User technique and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Directions for use state: "to remove catheter...disconnect drainage tube from stopcock, grasp the 10cm of exposed suture. Rotate the stopcock counterclockwise exactly 180 degrees to the "open" position. Gently withdraw catheter."